Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6957 lead implanted: 1986 (B)(6). (B)(4).

Event description:
It was reported that an electrical reset occurred with the patient's device. At the device check, the right ventricular (rv) lead showed high impedance, noise, and pacing failure. The rv lead was programmed off, and the device's reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.